Event description:
It was reported that following a lap adjustable band, the patient developed a post op port site infection. The patient had the product implanted in 2008. At the time of surgery, the patient received prophylactic antibiotic. The wound status at the time of discharge was okay and there was no wound drainage. The patient was seen for post op follow-up by the physician about 6 days later, and no problems were seen at that time. The patient was seen again at approximately 11 days later with drainage at the port site. No culture was taken. The patient was given keflex. The patient is fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.